Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 78% of expected longevity, with battery at 98% on the depletion curve, equaling 80% projected expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis revealed the device battery voltage was pre/approaching recommended replacement time (rrt). Weekly battery voltage trend data shows min bat equal to 2.974 to 2.627 volts min between (B)(6) 2013 is just before device rrt less than equal to 2.6251 volt. Concomitant product: 4195 implantable pacing lead (B)(6) 2009, 1388t competitor implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and the longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.